Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d1, d9, g3, g6, h2, h3, h6 and h11. Corrected: d1. Brand name: cerenovus enterprise. A non-sterile EU ent4.5mmd 28mml wno dstl tp intracranial stent was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the detached stent was returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition, there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The customer complaint regarding a stent being prematurely separated was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded after entering the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment is not considered related to the encountered issue. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8470645. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the health authority, a patient was admitted due to "sudden vertigo and left limb weakness for 1 hour and 42 minutes". After admission, at 18:20 on the same day, the physician super-selected the microcatheter and micro-guidewire (non j&j) through the dissection of v3 and v4 segments of left vertebral artery to reach the distal basilar artery. The micro-guidewire was withdrawn. The physician delivered an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 8470645) through the same microcatheter (mc). The stent was impeded after entering the microcatheter and could not be pushed forward. After examination, it was found that the stent was retained in the stent catheter. The physician replaced a new stent to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint(B)(4). Section b5: additional event information received on 09-aug-2024 indicated that they were not able to torque the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The microcatheter did not kink/bent. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.